Event description:
Reportedly, when an attempt was made to use the device to monitor a non-critical pt, the device would not turn on. This allegation was based upon the observation that there was no response with rotation of the device "power" switch.